Event description:
It was reported that t:slim x2 pump battery would intermittently charge and that charging connection was unstable, requiring caller to hold cable in place or position pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy.